Event description:
Philips received a complaint from customer biomed reporting an issue requiring a battery replacement on a v60 ventilator. It is not known whether the device was in clinical use at the time the issue occurred. There was no report of patient/user harm. A manufacturer's product support engineer (pse) reported the issue experienced by the customer was when the unit was powered on to vent, the screen was red and displayed a check vent message. The issue was determined to be due to the usage of 3rd party aftermarket batteries.

Manufacturer narrative:
The device was not in clinical use. There was no report of patient/user harm. The issue was determined to be due to the incompatibility of a 3rd party aftermarket battery and the 4th generation power management printed circuit board assembly (pcba). Therefore, the customer biomed concluded all units with the aftermarket battery required further evaluation and submitted all units with this potential issue. However, a manufacturer's product support engineer (pse) confirmed the unit successfully passed the internal battery test and performance verification testing, therefore no further service action was required. The device battery was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00202. All information from the original report(s) has been transferred to this report.